Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Investigation found no defects or abnormalities that would indicate a fluid path occlusion. Investigation found a hole in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. The soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause an issue with the needle mechanism. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. No data could be retrieved from the device. Corrosion was identified on the pcb and battery stacks.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula and the needle mechanism failure, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw re.v b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached over 500mg/dl while wearing the pod on his hip/buttocks for between 1 and 4 hours. Treatment included injections. The patient stated that the pink slide was in between the middle of the circle and the bottom. The cannula also appeared to have a little bit of a bend to it when the device was removed. The patient's blood glucose history is as follows: (B)(6).